Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to enter a bolus into the pump using either the quick bolus option or the bolus tab. The customer's blood glucose (bg) level was impacted (459 mg/dl). During troubleshooting with tandem technical support, the customer was able to enter a bolus into the bolus tab and deliver a bolus, without issue, to address elevated bg level. During troubleshooting, it was determined that the customer had been attempting to deliver a bolus when the pump required calibration. Two hours later, the customer's bg level had decreased from 459 to 398 (mg/dl).